Manufacturer narrative:
The returned device was evaluated. During testing the unit provided both audible and visual alarms. The keypad alarm silence button is mechanically damaged and stuck in the depressed state. As a result, the alarm silence button at times does not silence alarms when pressed and other times silences alarms when not physically pressed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reported: alarm malfunction. No consequences or impact to patient.